Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the uninterrupted power supply (ups) was not turning on. A new ups was ordered and replaced. The imaging system then passed the system checkout and was found to be fully functional. The ups has been returned to the manufacturer and is currently under analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported that the mobile viewing station (mvs) was found to have no display. The site plugged the mvs into multiple outlets and was not able to get power. It was also noted that no sound was detected from the back of the unit indicating that the fan was not running. This issue was noted outside of a procedure and no patient was present when this issue was observed.

Manufacturer narrative:
The power supply was returned to the manufacturer. A visual and physical found that the black wire was disconnected from battery which cause the unit to not power up. If information is provided in the future, a supplemental report will be issued.